Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was unknown. The customer stated that he would get low sensor glucose warnings and then his blood glucose would increase. The customer stated that they do not have this issue at the time of the call. The customer was advised to monitor the insulin pump and to call back if the issue ever occurs again. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.